Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5075310.

Event description:
It was reported that during use a bd integra¿ syringe with detachable needle was found cracked ¿at the area where the needle connects to the syringe.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Additional information: an additional lot was added to the complaint. Medical device lot #: 4119946. Medical device expiration date: 4/30/2019. Device manufacture date: 4/30/2014. Investigation summary: sample evaluation: four open 3ml integra packaged syringes with needle were received by bd canaan inside open packages from batch #4119946 (p/n 305274). The samples were visually evaluated. All syringe packages were from material # 305274 (green hub / stripe on top web). One needle hub was green, indicating it was from the syringe package received. The remaining three syringes had orange needle hubs indicating they did not come from the syringe packages received. According to trackwise the complaint was issued against batch # 3206409 which does not match the syringe packages received. Three syringes with orange hub - two syringes were activated, one syringe was partially activated. No leakage, no collar damage and no other visual defects were observed. One syringe with green hub - the syringe was activated. No leakage at the collar and no collar damage was observed. White residue was observed in the needle shield and on the tip of the needle hub. It is possible a remnant of the liquid exhibited through the hub post activation. DHR review for batch 3206409 (p/n 305274): manufacturing dates: 1/31/2013 to 8/05/2013. Batch quantity was 379,300. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 3206409 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 4119946 (p/n 305274): manufacturing dates: 4/30/2014 ¿ 5/02/2014. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4119946 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: based on the sample evaluation, no collar damage and no leakage at the collar were observed, therefore the reported defect could not be confirmed. CAPA is not required as no defects were confirmed.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. DHR review for batch 3206409 (p/n 305274): manufacturing dates:1/31/2013 to 8/05/2013. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 3206409 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Unconfirmed: bd was not able to confirm the customer¿s indicated failure investigation conclusion: no root cause can be determined as no samples were received.